Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer's representative (rep) regarding a patient receiving 16.02 mcg/ml clonidine at a dose of 413.11 mcg/day, 0.3204 mg/ml bupivacaine at a dose of 8.2621 mg/day and 0.601 mg/ml dilaudid at a dose of 15.491 mg/day via an implantable infusion pump for lumbar radiculopathy and spinal pain. It was reported that a code of 8476 (motor stall) was seen on the patient's personal therapy manager (ptm) programmer on (B)(6) 2018. The patient went to see his doctor yesterday on (B)(6) 2018 for a pump refill. The patient stated twice yesterday morning he could not get a bolus and the ptm read 8476. The patient stated his doctor confirmed the code meant a motor stall. The patient stated when he was on his way home from the pump refill, he heard the pump critical alarm wound while on the train, but it was faint because there was so much background noise. The patient stated he was able to bolus one time about 4 pm, but when he went to use his ptm again between 6-8 pm, he again experienced 8476 on ptm. The patient stated his pump was alarming every hour on the hour and he cannot get a bolus, and he cannot get his 24 hour maintenance medication. The patient was told the pump may have to be replaced in the future. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an appointment with his healthcare provider (hcp) on (B)(6) 2018, but could not make it because he was in "no condition to travel." The patient did not sleep all night, he was throwing up and could not keep anything down, and his whole body was wracked with pain. The hcp gave him some pills (dilaudid), but he was having "a very tough time." The patient said, "I cannot even move, I feel terrible." The patient had dilaudid, clonidine, "and another numbing agent" but could not remember which. There were no further complications reported at this time.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.